Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp exhibits signs of repeated use (nicked & gouged) and the dovetail feature is both flared and compressed and it is fractured into 2 pieces. All pieces were returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. Evaluation of the returned device identified the fracture was consistent with the tasp fractures previously analyzed. It was identified that the common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional was discovered to be fractured prior to entering the operating room. There was no patient involvement.